Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal was stuck 2x when pulling out the aortic umbrella. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This device was received with another complaint device under complaint autonumber # (B)(4) therefore, the aware date is being recorded as (B)(6) 2018, the date that the device was received, since we were unaware of a second device until then. Signs of clinical use and evidence of blood was observed. There was blood on the loading device. The delivery device was returned outside the loading device with the seal and the tension spring assembly inside the loading device. There was no blood observed in or on the delivery tube and the delivery device. The slide lock was engaged and the plunger was not depressed on the delivery device. The seal and the tension spring assembly were removed from the loading device the seal was folded and was intact without any cracks or delamination. The tension spring assembly appeared to be intact as well. There were no visual non-conformities observed. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .198 inches, the outer diameter was measured at .220 inches . The length of the delivery tube was measured at 2.51 inches. The values recorded were within the tolerance specifications. Based on the return condition of the device and the evaluation results, the reported complaint was confirmed for the reported failure mode " fitting problem".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal was stuck 2x when pulling out the aortic umbrella. A replacement device was used to complete the procedure. The hospital did not report any patient effects.